Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was black and would not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a black screen and would not turn on. A field service engineer found that the power supply was malfunctioned and replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.